Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed an unspecified alarm allegedly caused by the nearby bed and interrupting patient infusion. The user resolved the issue by moving the pump 6 feet away from the bed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: the following information was provided by the customer. The wi-fi signal was blocked from the pump when it was in close proximity to the envella bed. The pump alarmed ¿signal lost or some kind of network communication error¿, then shut down losing all programming for the patient and medication. The user disabled the wireless connection module from the pump. This resulted in additional issues such as updating the drug library, tracking pump location, and receiving information. It was decided to no longer disable the wi-fi connection. Should additional relevant information become available, a supplemental report will be submitted.